Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer called in to report that the insulin pump alarmed no delivery and that the battery cap was stuck. The customer's blood glucose level was between 400 and 500 mg/dl. The customer treated with a manual injection. The customer asked for the device to be replaced, however the customer was sent a replacement battery cap to see if that would resolve the issue. Nothing was replaced or returned.